Event description:
It was reported that during a routine follow up the patient mentioned the deep brain stimulation (dbs) implantable pulse generator (ipg) gets warm while charging and migrates when they lay down. It was noted that the patients excessive breast tissue likely caused the ipg to migrate per the physicians assessment as a result can cause warmth during charging sessions. The patient underwent a procedure where the ipg was placed in a more secure area before completing the procedure. The patient did well post-operatively.

Manufacturer narrative:
Block b3: date of event unknown. Approximated several months prior the manufacturer becoming aware of the event.